Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01 ipg implanted: 2007 (B)(6). (B)(4).

Event description:
It was reported that the atrial lead exhibited chronic high pacing thresholds. The lead is suspected to have been micro-dislodged after implant. The lead was capped and replaced. No patient complications have been reported as a result of this event.